Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Based on a review of the device IFU, the presence of corrosion due to improper cleaning may cause or contribute to the reported event; however, this was not confirmed. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor inquiries of this type for adverse trends.

Event description:
It was reported that during a procedure at the user facility the device overheated and burnt the patient. The customer was not sure if the procedure was completed successfully, if there was a surgical delay, or if medical intervention was needed.

Manufacturer narrative:
Additional information regarding the event, including any surgical delay, medical intervention, and adverse consequences has been requested from the user facility. A follow-up report will be submitted if new information is provided.

Event description:
It was reported that during a procedure at the user facility the device overheated and burnt the patient. Attempts at follow-up with the account are still being made to obtain additional information.